Event description:
While performing surgery the doctor was using the arthrex implant system, cmc mini tightrope 1.1mm. As he was inserting the guidewire it broke inside the patient. He proceeded to retrieve the broken part with a hemostat first, which bent and then used a needle driver to retrieve the broken wire. He then took an x-ray with the mini c-arm. Tech noticed the tip to the needle driver was broken off. The mini c-arm x-ray showed the tip inside the patient. Rn lead nurse came to the room and a portable x-ray was ordered and performed at 1238 to insure nothing was retained. The portable x-ray was deemed negative by doctor. Pt out of room at 1301 after x-ray read by dr. No follow up care needed. Blake the arthrex rep was present during the case. Ref# ar-8919ds, lot# 15077505, exp: 03-31-2028 implant system cmc mini tightrope 1.1mm manufacturer: arthrex.